Event description:
It was reported that when the surgeon went to rotate sag-head to cut the tibia, the head of the unit, motor, and the entire inside contents came off. Nothing fell into the surgical site and the case was completed with another piece of equipment. There were no adverse consequences to the pt.

Manufacturer narrative:
The device has not returned to MFR for review as of the date of this report. An evaluation will be made once the device is returned, and this report will be updated if necessary.